Event description:
It was reported that after the iab was inserted, the pump experienced kinked catheter alarms. The pt was transferred to ccu and 30 minutes later, the pt became restless and the pump again experienced kinked catheter alarms. At that time, blood was noted in the helium tubing. The pump was turned off, and the iab was removed and replaced. There were no pt complications.